Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review by product line, failure mode effects analysis and the health hazard evaluation. Complaint history trending for cidex plus 28 day solution was performed for the problem code "hr - allergic reaction." There were three reported complaints found. When averaged over a 12 month period the complaint rate is less than one complaint per month; therefore, it is not considered a significant trend. A batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution for respiratory exposure indicated a risk score (rpn) below the threshold of 100. The hhe (health hazard evaluation) was reviewed for similar reported symptoms to users of cidex plus 28 day solution. The review indicated a hazard/risk index of 2 (none/negligible). There was no product sample returned for investigation. The lot number of the cidex plus 28 day solution is unknown. The potential causes of reported user reactions to cidex plus 28 day solution vapors may include use of the solution in an inadequately ventilated area, and/or not following the instructions for use for proper use. The cidex plus 28 day solution IFU states to use in a well-ventilated area in closed containers with tight fitting lids.

Event description:
The customer reported that a couple of employees experienced smelling odor and tasting vapors in their mouth after exposure to cidex plus 28 day solution used in manual processing. This report is for the second healthcare worker (hcw) who experienced a runny nose, red blotches on the skin, watery eyes, and a headache due to cidex plus 28 day solution exposure. The hcw did not seek medical attention. The hcw has been exposed to cidex plus 28 day solution for three months for about two hours a day. The hcw was wearing nitrile gloves and a polypropylene gown, but no mask. The customer pointed out that the technicians will wear masks after this incident. The cidex plus 28 day solution is not being covered between uses. It is unknown if the room is well ventilated. An asp representative reviewed the msds and the IFU for cidex plus 28 day solution with the customer. This is report two of two.

Manufacturer narrative:
(B)(4): runny nose, red blotches, watery eyes. The cidex IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. The IFU also warns: use gloves of appropriate type and length, eye protection, face-mask and fluid-resistant gowns or aprons. When using latex rubber gloves, the user should double glove and/or change single gloves frequently; e.g., after 10 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves or butyl rubber gloves may be used. The use of neoprene or polyvinyl chloride (vinyl) gloves is not recommended, as glutaraldehyde may be rapidly absorbed by these materials. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00226 and 2084725-2010-00227.